Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-00454 and 00456. It was reported the pt's (B)(6) remaining percutaneous leads were explained and replaced with surgical leads on (B)(6) 2013, to obtain better therapy coverage. There were reportedly no functional issues noted for the leads which were removed. The explanted devices were discarded by the medical facility. Since it is unk which of the pt's leads were explanted as a result of this procedure, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.